Manufacturer narrative:
This report will be amended when out investigation is complete.

Event description:
It is reported that a femoral component was found inside packaging labeled for a tibial component.